Event description:
On (B)(6) 2018, a reporter for the patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed an inaccurately low result compared to a laboratory device. The complaint was classified based on the customer service representative (csr) documentation. The reporter informed the csr that on (B)(6) 2018 at 3.36pm, the patient obtained an alleged inaccurately low reading of ¿195 mg/dl¿ on the subject meter, compared to a reading of ¿over 500 mg/dl¿ obtained on a laboratory device at 9.00am on (B)(6) 2018. The reported time difference of greater than 30 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The reporter stated that the patient manages his diabetes with a combination of diabetes medications (metformin; 500mg, twice per day and lantus; 18 units) and explained that the patient did not take any action in response to the alleged product issue. The reporter stated that on (B)(6) 2018, the patient developed an ¿acute kidney injury¿ and was taken to hospital the next day at 9.00am. The reporter explained that the patient was hospitalised and treated with IV fluids by a health care professional. She denied that the patient obtained a blood glucose result on another device. At the time of troubleshooting, the csr confirmed that the correct unit of measure was used at the time of testing. The reporter indicated that the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after obtaining an inaccurate result on the subject meter.